Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2013. On (B)(6) 2013, the patient had a luxation between the head and cup. Surgeon attempted to reduce the luxation, but was unsuccessful and patient subsequently had a revision procedure performed on (B)(6) 2013 due to luxation. No further information has been received.

Manufacturer narrative:
Implants were returned and evaluated. From the evidence discovered, it appeared the assembly may well have seized up due to the modular head becoming jammed between the locking ring and liner with only the shell rotating in the acetabulum which may have been a contributory factor to the complaint. Both the material used and the method of sterilization used were examined. In this case, the material is medical grade uhmwpe, which is far more stable than normal uhmwpe and is far less prone to movement at the temperatures normally envisaged. The complaint item was supplied with an inter-company sterilisation certificate stating that it had been processed through an eschmann autoclave. The severity of this process almost certainly contributed to the distortion of the plastic components. As a result of the investigations, it is concluded that the poly items may have been adulterated post procedure and contributed to the complaint event. No further conclusions can be made without further information.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.